Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. A part was replaced. No further info is available.

Event description:
The customer reported that 9800 sys had no image. No pt injury was reported.